Manufacturer narrative:
Investigation summary: examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision surgery was performed on (B)(6) 2018 (date of implant was unknown) by replacing the liner and head due to the line worn off. During the surgery, the surgeon found armd because there was a white degeneration of the soft tissue inside the joint. Also, the surgeon noticed that there was light black corrosion inside of the head. No further information was provided by the hospital. Doi: unknown- dor: (B)(6) 2018 (unknown hip).